Event description:
A report was received that the patient underwent a pocket revision due to the ipg being tilted in the pocket. The symptom was discomfort at the pocket site. The patient was reportedly doing well following the procedure.